Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is hanscent. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed (B)(4) and the (B)(4) FDA registration number has been used for the manufacture report number. The reported lot numbers 20210122 and 20210123 were not found for the reported catalog number 03501412321h. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that infusion solution did not run through the pressure set 15m bcv priming cap 185cm tubing and stopped at the drop chamber. This occurred 3 times each in lots 20210122 and 20210123 during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer complains that the system cannot be vented." "Procedure: customer opens packaging, closes roller clamp. Infusion bag is connected (for glass bottles, the vent flap is opened). Drip chamber is filled (press 2-3 times) then the roller clamp is opened. Consequence: the infusion solution does not run through the tube, but stops at the level of the drop chamber. Solution on the spot: I left the roller clamp open and poked the infusion bag. Then hung the infusion and flooded the chamber. (Press 2-3 times) the system vented without a problem. I repeated this process with samples from both batches a total of 6 times. Without any problems. However, the printed instruction manual describes that the roller clamp should be closed before connecting to the infusion bag."

Event description:
It was reported that infusion solution did not run through the pressure set 15m bcv priming cap 185cm tubing and stopped at the drop chamber. This occurred 3 times each in lots 20210122 and 20210123 during use. The following information was provided by the initial reporter, translated from german to english: "customer complains that the system cannot be vented." "Procedure: customer opens packaging, closes roller clamp. Infusion bag is connected (for glass bottles, the vent flap is opened). Drip chamber is filled (press 2-3 times) then the roller clamp is opened. Consequence: the infusion solution does not run through the tube, but stops at the level of the drop chamber. Solution on the spot: I left the roller clamp open and poked the infusion bag. Then hung the infusion and flooded the chamber. (Press 2-3 times) the system vented without a problem. I repeated this process with samples from both batches a total of 6 times. Without any problems. However, the printed instruction manual describes that the roller clamp should be closed before connecting to the infusion bag."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/7/2021. The following field was updated due to corrected information: d.4. Medical device lot#: 20210122 and 20210123. H.6. Investigation: six 03501412321h samples were received in sealed packaging for investigation; three samples from lot 20210122 and three samples from lot 20210123. A visual inspection of each of the returned samples did not identify any product defects or manufacturing issues which could have contributed to the customer's experience. The samples were then sent to the bd product test laboratory for gravity infusions as various infusion rates; in each instance no occlusions or flow restrictions were observed throughout infusion. The details of this feedback were forwarded to the legal manufacturer, anhui tiankang medical products co. Ltd, for investigation. A review of the production records for lots 20210122 and 20210123 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. The alleged complaint sample was not available for investigation therefore it was not possible to confirm whether a manufacturing defect may have contributed to the reported flow issues.